Manufacturer narrative:
During preventive maintenance on january 9, 2020 and during functional testing, the autopulse platform (serial #(B)(4)) displayed "stopping" error message. The probable cause of the error message issue was likely due to a damaged drive train in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in august 2015 and it is nearing its expected serviceable life of 5 years. The drive train was replaced to remedy the error message. No physical damage was observed on the autopulse platform during visual inspection. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on january 9, 2020, the returned autopulse platform (serial #(B)(4)) displayed "stopping" error message during functional test.